Event description:
An ipp device was implanted on 2/10/86. The left cylinder was revised on 6/23/86. The reservoir and cylinders were revised on 11/16/87. The reservoir was removed from the pt and replaced on 5/16/97 due to fluid loss-hole at neck of reservoir.